Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-16550, 3006705815-2021-04410. Additional information received indicated the patient' ipg was unable to communicate with external devices. The patient had not recharged the ipg as recommended due to ineffective therapy. Diagnostics confirmed the patient's ipg was inoperable and imaging indicated the patient's leads had migrated.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16550. It was reported the patient experienced ineffective therapy. In turn, surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue.